Manufacturer narrative:
Allergan is unable to confirm with the healthcare professional, therefore additional event, product, or patient details are not attainable. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device analysis: 1 full syringe of 1.0ml in an opened tray. The plunger rod is missing. Device labeling: precautions: ¿juvéderm voluma® xc is packaged for single-patient use. Do not resterilize. Do not use if package is open or damaged. How supplied: ¿juvéderm voluma® xc injectable gel is supplied in individual treatment syringes with needles as indicated on the carton. Juvéderm voluma® xc can be injected with either a 27g ½" or a 25g 1" needle. The volume in each syringe is as stated on the syringe label and on the carton. The contents of the syringe are sterile and non-pyrogenic. Do not resterilize. Do not use if package is open or damaged.

Event description:
Company representative reported that a syringe of juvéderm voluma® xc was "without a plunger rod." It was noted that event was detected during an injection workshop. No other information provided.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Company representative reported that a syringe of juvéderm voluma® xc was "without a plunger rod." It was noted that event was detected during an injection workshop. No other information provided.